Manufacturer narrative:
E1 - contact person name - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program call, the customer reported suspected perforation of a sensation plus 50 cc intra-aortic balloon (iab) after blood specks and pink-tinged condensation were observed within the helium tubing, suggesting a balloon issue. No patient injury was reported.